Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug, unkn own (10 mg per ml at 2 mg per day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that patient reported withdrawal symptoms on sunday (B)(6)2021, which they stated was spasms. They associated it to an MRI they had friday before on the (B)(6) and the pump wasn¿t checked after. They were confident pump wasn¿t working. Rep saw patient subsequent to another MRI yesterday, (B)(6). Their pump recovered as normal after yesterday¿s MRI and logs showed it recovered normally after MRI on the (B)(6) as well. The issue was resolved at the time of this report, patient status at time of this report was alive no injury. It was mentioned that patient reported that on friday, they went to get an MRI.  Patient stated that the rep was supposed to be at the MRI facility to check the pump post-MRI. Patient stated that the rep never showed up, so the patient went home without getting their pump checked. Patient stated that around 11 on sunday, they went into withdrawal. Patient stated that when they were in the ambulance, their blood pressure was 278/168. Patient reported that their body was doing "bad things". Patient stated that their reason for calling was to report the issue. Patient stated that the withdrawals that they went through caused pain and for the patient to "suffer their ass off". Patient reported that they smashed their ribs and their "body was freaking out" when they went through withdrawal. Reviewed MRI compatibility information and offered to send a message to the field, but the patient declined. Patient stated that they had another MRI monday where a mdt rep checked the pump after the scan was complete. It was reported that patient mentioned they have gone into withdrawals 5 times in the past. Additional information stated that rep was not aware of a pump issue. The patient was claiming there was an issue, but when rep checked the pump monday it was functioning and rep notified the nurse caring for him. There was apparently more complicated history that rep was not aware of, but ultimately the ER where the patient was at had indicated that they planned to send patient home to follow up with the pump manager. That was whatrep recommended given no clear mechanical issue with the pump that would have correlated to the patients symptoms. Rep did recommend to the ER nurse that pump manager seek a catheter dye study if patients symptoms weren¿t resolved and patient was still concerned about pump, but they did not plan to do one that day as patient had become stable and they were planning to discharge. Patient reported that they smashed their ribs. Rep mentioned it was unaware of any issue with the patients ribs.

Event description:
Additional information was received from a consumer indicated over the last week the patient had been in and out of the office and hospital. He had been discharged a couple times and the patient¿s wife was trying to prevent him from self-medicating himself. It was noted the patient¿s pain was so severe she felt it was affecting his breathing. The caller heard the pump alarm "once" but the pump had not yet been interrogated and the last time the patient was seen at his managing doctor¿s office the pump was ok. It was reported they were admitted to the hospital but there were no rooms due to covid so they were still in the waiting area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.